Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s screen was cracked, and the top half of the display was unusable, impairing interaction with the device; the patient¿s blood glucose was 124 mg/dl, and a replacement device was arranged under warranty with instructions to follow the healthcare plan if disconnected. Symptoms included no reported injury or clinical effects. Outcomes included no reported impact on health, no medical intervention, and no hospitalization. Investigation included review of user report and photographs of the damaged device and verification of device replacement logistics. Investigation of this case revealed physical damage to the display consistent with a cracked screen, affecting the user interface; no device malfunction or alarm behavior was reported beyond the display damage. It was concluded, based on previously established findings for similar reports, that the cause was user-induced physical damage unrelated to device manufacturing or design.